Manufacturer narrative:
(B)(4).

Event description:
It was reported that starting in (B)(6), following a trauma, the pt experienced an intermittent return of pain from chronic pancreatitis. The pt bent over and felt something move and felt sore over the implant area. The pt had hit the pump against the metal of a car. X-rays were taken and showed that the catheter was kinked. The healthcare professional (hcp) "moved" the catheter, but the pt's symptoms were not resolved. The pt was admitted to the hospital. The previous week, the hcp removed the old medication and replaced it with new medication. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.